Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was ¿smoking¿ during charging and that the usb cable became "fried at the end". Reportedly, the customer was able to charge the pump with an alternate cable and resume insulin therapy. The customer's blood glucose level was 200-250 mg/dl.